Manufacturer narrative:
(B)(4). The customer reported no power. The symptom was clarified as for one pt who underwent defibrillation shocks. The pt did not jump/move as much as expected. The users were unsure whether the energy was actually delivered. There was no reported adverse impact to the involved pt. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported no power. The symptom was clarified as for one pt who underwent defibrillation shocks. The pt did not jump/move as much as expected. The users were unsure whether the energy was actually delivered. There was no reported adverse impact to the involved pt.